Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. The insulin pump was tested with a test keypad and no frozen display noted. The insulin pump returned with a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a frozen display. Caller stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.